Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was 158 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with a47 alarm in the history file, the a47 alarm is due to corrupted history file also, a21 alarm and erased memory anomaly after battery change due to faulty component on the interface board. The insulin pump was received with normal operating currents, no unexpected low battery alarm or check settings alarm noted. No a17 alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime, self test and excessive no delivery test. No motor error alarm or no delivery alarm noted and the motor passed motor test. The insulin pump had minor scratched display window.